Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead helix failed to extend. The physician removed the lead to assess helix deployment and observed that the helix was damaged. As a result, the atrial lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to extend helix issue was confirmed while the reported event of helix damage could not be confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. X-ray examinations found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.